Event description:
It was reported that the patient was in the hospital to have a hematoma addressed. The device, which is implanted subcutaneous, has been implanted greater than one year. The local representative did a check of the system and found that shock impedance was low, but within normal limits. The last two high energy shocks had impedances of 42 and 35 ohms. The low energy test today had less than 30 ohms. There were no additional adverse patient effects. The system remains implanted.